Manufacturer narrative:
Upon return analysis of the ins found that the packaging was damaged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that there were blood smears on packaging. The product was never implanted and it was replaced. The packages were received at the hospital with blood on them. It was believed that a shipper unknowingly had a paper cut. The items were returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.